Event description:
It was reported that this right ventricular (rv) lead was found dislodged. As a result, the patient was hospitalized and a revision was performed. The rv lead was found inside the atrial cavity; and it was re-inserted in the ventricular cavity, where the initial measurements were not optimal within the desired thresholds. As such, an attempted was made to reposition the lead, after which it exhibited helix extension issues and could not be placed. The lead was removed and replaced. Visual examination noted the lead appeared to be fractured near the terminal end; however, it was suspected that this damaged was induced when the lead was being removed from the patient. The lead was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the terminal pin pulled apart from lead body, this damaged is suspected to have occurred during the explant procedure. Visual examination also noted that the helix mechanism was in an extended position. Subsequent testing, did not identify any product abnormalities that may have caused or contributed to the reported dislodgement allegation.

Manufacturer narrative:
The product has been returned to boston scientific for analysis. Should pertinent information be provided, this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was found dislodged. As a result, the patient was hospitalized and a revision was performed. The rv lead was found inside the atrial cavity; and it was re-inserted in the ventricular cavity, where the initial measurements were not optimal within the desired thresholds. As such, an attempted was made to reposition the lead, after which it exhibited helix extension issues and could not be placed. The lead was removed and replaced. Visual examination noted the lead appeared to be fractured near the terminal end; however, it was suspected that this damaged was induced when the lead was being removed from the patient. No additional adverse patient effects were reported.